Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition that the device would not work was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was confirmed that the device had heat and vibration. The assignable root cause was determined to be due to component failure from normal wear. UDI:(B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device had vibration, worn bearing and heat. It was further determined that the device failed pretest for temperature and vibration. It was noted in the service order that the device did not work anymore. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.